Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/11/2010, 01/25/010, and 01/26/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The initial iol implant surgery had been performed by a different surgeon. The reporting surgeon reported the pt had a history of retinal detachment with a possible scleral buckle, but was unsure if this occurred before or after the iol implant procedure. This surgeon attempted to explant the iol, but was unable to do so. The surgeon performed an iol piggyback procedure instead. The pt is now hyperopic. Additional info has been requested.